Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o-ring was damaged where the battery cap went in. The customer¿s blood glucose value was unknown. The customer also stated that insulin pump was damaged at battery compartment. The insulin pump was damaged when it was fell out. The customer was advised to replace and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the insulin pump was fell out of pocket and caused damage to the battery compartment.